Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next-level support, which recommended re-linking the sensor under supervision and monitoring system performance for three days post-relink. The user completed the re-linking process and was advised to continue with meal and insulin entries and stable calibrations. Subsequent updates confirmed improved agreement between sg and bg readings. The user acknowledged the improvements and had no further concerns. B4.date of this report 17 august 2025. G3.date received by the manufacturer? 17 august 2025. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor and re-linking of the sensor was completed successfully.upon review on dms, user is using the system and has information up to date. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 19 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.